Event description:
The customer reported the panorama central station did not communicate with the devices connected to the system and all central stations had blank screens, which may have resulted in loss of telemetry monitoring. No patient injury was reported.

Manufacturer narrative:
The company representative evaluated the system. Corrections included replacement of the power supply, network switch, clearing of system's error logs and communication re-established.